Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 447 mg/dl. Customer's blood glucose value was 300 mg/dl at the time of the call. Customer declined to troubleshoot for high readings. There were air bubbles in the reservoir. Customer was advised the reservoir will be replaced. The product was not returned for analysis.

Manufacturer narrative:
Evaluated 2 open/used reservoirs. Performed pre-fill test to reservoirs . Found no air bubbles were observed during analysis. Checked o-rings/stopper groove for defects and none were found. Conclusion: reservoir not occluded and no air bubbles. Also ran basal bolus leaking test as follow: reservoir filled with diluent and connected to a new infusion set, installed reservoir and connector into a pump. Conclusion: reservoir not occluded and no air bubbles. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.